Event description:
(B)(6) / scs- spinal cord stimulatorplaced without knowledge that I could not get a MRI- magnetic resonance imaging due to unsafe and may damage product. After many phone calls to company no one could say if MRI safe. So I am in healthcare but unable to assist in MRI or have one myself if needed in the future. If deemed medically necessary I would not be able to have one. / product details: boston scientific scs implanted product ipg model sc-1232. Serial (B)(6).